Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (8 mg/ml at 3.84 mg/day), dilaudid (0.9 mg/ml at 0.433 mg/day), and clonidine (180 mcg/ml at 86.5 mcg/day) via an implanted pump. It was reported that the hcp was checking the patient¿s pump post MRI and it was still stalled. The patient had not heard a pump alarm. The patient had the MRI at 12:30 p.m. Today and it was approximately 5 hours later, and it was still stalled. During the call, the hcp read the logs again and the pump showed a recovery in the logs at 5:20 p.m. The issue was noted to be resolved.